Event description:
It was reported that the patient felt symptom return over the last 4 days. It was stated that the patient went through a court security gate and thought her implant shut off. The patient turned stimulation back on, but thought that stimulation turned off again. The patient did not have her programmer available for troubleshooting. The patient was directed to her healthcare provider (hcp) to get her implant checked.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# va071f4, implanted: 2013-(B)(6) product type lead. (B)(4).